Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob. It was also indicated that the display wires were pinched and the insulation was breached. It was also indicated that multiple external components were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient involvement.